Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported there was a hole in the balloon.

Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number was not available. No sample was received for the evaluation. The complaint will be reopened if the sample is received. The exact root cause could not be determined. The reported condition could not be confirmed. No action plan is needed at this time. This complaint will be used for tracking and trending purposes.